Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer failed to recover red blood count (rbc) results (0.0) on patient samples. The samples were collected in edta tubes. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment. There was no leak reported. The customer technical support (cts) instructed the customer to perform a shutdown and startup tests. The platelet (plt) background failed while troubleshooting. The customer performed zap aperture procedure, checked rbc diluent dispensers and repeated background tests. The rbc issue on patient samples also persisted and the customer stopped using the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed a malfunction with solenoid #11 for the red blood cell (rbc) actuator. The fse replaced the solenoid #11 for the 3 way rbc actuator and there were no further issues observed. The fse verified the system performance. Failure mode was related to the solenoid #11 associated with the rbc actuator. (B)(4).